Event description:
The tech alleged that the brakes are not holding when engaged. No pt impact.

Manufacturer narrative:
The tech found the top block of the brake block is broken into pieces due to age. The tech replaced the brake block mechanism to resolve the issue.